Manufacturer narrative:
The company rep examined the sys and was unable to replicate the reported event. No sys message (sm) was found in the event log. The customer explained that "outlets of the operating room had blown for a moment, and then the situation came back to normal." The customer did not inform the biomedical engineer or an electrician. The host module and power supply were replaced; however, no sample returned for investigation. A review of complaints for the last 24 months did not indicate any add'l similar reports for this sys. It is unk if the reported event of the operating room outlets being blown caused the sys to shut down momentarily. It is also unk as to whey the outlets blew. Therefore, a root cause of the reported event cannot be determined conclusively. (B)(4).

Event description:
A nurse manager reported, during an anterior vitrectomy, after the sys had primed normally, the surgeon inserted the probe into the pt's eye, started using the ultrasound when the sys stopped functioning. A white screen was reported to have been displayed and endoillumination was turned on. The sys was rebooted, but w/o success. There was no display on the screen and all the outlets in the operating room were "blown" for a moment, then returned to normal. The surgeon used their second sys to complete the procedure. There was no pt harm reported.